Manufacturer narrative:
UDI # unknown. (B)(4). The actual complaint product was not returned for evaluation. A review of the device history record for lot number aa2248r01 was reviewed and the product was produced according to product specification. As part of the investigation the product shipment was verified, it was found the product was shipped on september 13, 2012 from the manufacturing facility and distributed during the months of october 2012 through january, 2013 from the distribution center. Halyard health has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. (B)(4).

Event description:
It was reported that a suture broke during insertion while using a mic introducer kit used on the (B)(6) at 10am. It was then noticed that the introducer kit had expired august 2014. The feeding tube used had not expired. No further information is available at this time.